Manufacturer narrative:
(B)(4). This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes. The results of this retrospective assessment prompted pentax medical to file this report. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating potential cross contamination of at least 7 patients in which specimens were obtained via bronchial alveolar lavage, and tested positive for enterococcus faecalis, involving video bronchoscope model eb-1970k/serial (B)(4). The device involved in the event was forwarded to pentax for evaluation and the incoming inspection found the scope failed the leak test with a leak in biopsy/instrument channel at proximal and distal end side, resistance in biopsy channel, decrease in angulation, fluid invasion in control body with severe corrosion. Repairs were performed on the bronchoscope and it was successfully shipped back to the customer. A device history review was performed on eb-1970k/serial (B)(4) confirming the bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. As stated in the complaint file (closed 25/jan/2011), "leak found" means the scope could not be successfully sterilized in the steris system. Retraining on proper leak testing procedures was performed at the facility. No further information has been received for this event, therefore pentax medical considers this medwatch report closed. This report is for patient #3 and is related to the following mdrs: 9610877-2016-00033-patient #1, 9610877-2016-00034-patient #2, 9610877-2016-00035-patient #3, 9610877-2016-00036-patient #4, 9610877-2016-00037-patient #5, 9610877-2016-00038-patient #6, 9610877-2016-00039-patient #7.